Event description:
The customer's blood glucose was unknown. It was reported that the customer stated the continuous glucose monitoring system was too inaccurate and that she would receive alarms constantly. The customer stated that she wore the insulin pump in the bra. The customer stated that she loved the insulin pump and that the insulin pump does a great job. Advised to call in order to communicate about the trouble with the continous glucose monitoring system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.